Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://fai.sagepub.com/content/37/8/835.full.pdf+html. This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised for removal of a symptomatic fibular plate.

Manufacturer narrative:
The plate was not alleged to be a zimmer biomet product.